Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via telephone call that the insulin pump display was frozen. The customer was advised to take the battery out for 3 - 5 minutes and to try and reset the insulin pump. The customer reported that the insulin pump was also beeping. He reported that no buttons were accidentally pressed. The battery cap contacts were not missing or damaged and the battery compartment and spring were not damaged or corroded. The display did not return through troubleshooting and the customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with frozen screen after count to number 2 screen and constant tone alarm; the problem is isolated to the mother board however, no blank display noted. The insulin pump had minor scratched display window, cracked case at the display window corners, cracked reservoir tube lip and cracked battery tube threads.